Event description:
It was reported that a vns patient was in clinic on (B)(6) 2018 and diagnostics showed elevated impedance and a low output current. Further information from the company representative provided the patient has a lead break. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted generator was received. Analysis was completed for the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24 hours while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.005 volts and was not in a depleted condition. The downloaded data revealed that approximately 38% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.